Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule did not adhere to the esophagus as designed. When scope was reintroduced to check placement, the capsule was found in patient's mouth. The capsule was retrieved by performing finger sweep of the mouth. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. A new capsule was obtained and placed successfully. There was no patient or user harm. Lubrication was used to facilitate capsule placement.